Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 560 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy and by a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.